Event description:
On (B)(6) 2021, leica biosystems became aware of a tissue loss complaint. On (B)(6) 2021 the following information was documented by a leica biosystems representative in communication with the complainant, "(B)(6) medical center experienced tissue loss on all of their he slides that came off of peloris ii sn# (B)(4) on (B)(6) 2021. The client notified a large amount of tissue in their spectra cuvettes and missing tissue on all of their slides. The client was able to narrow the tissue loss problem to one peloris unit. The client stated that one of the alcohol bottles was dirty and full of sludge at the bottle of the bottle. The client changed the bottles before I was able to check the density of the reagents. The client believes that one of their techs did not change the alcohol reagent when prompted by the software. The logs were collected from the client. After changing the reagent, the client has not experienced any other issues with tissue loss on their spectra from tissue processed on the peloris ii unit." The sub-optimal processing protocol was comprised of 100 cassettes of patient tissue samples. On 18 august 2021, leica biosystems received information that at least one (1) patient was not diagnosable and re-biopsy had not been performed. The complainant was not willing to provide patient identifier information. Additional training was declined by the laboratory.